Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while checking in admin software, there was a problem with the camera internal hardware failure. No patient involvement.